Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was not in patient use. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam degradation. During the evaluation, foam particles were observed. In addition to the above findings, it was also determined the left door was missing on the device, the power button flipped, and found scratches on the screen for the user interface panel. The third-party service center replaced the top enclosure and user interface screen panel. After the parts were replaced, the operating software was upgraded and a final test was performed on the device, which passed on the device.

Manufacturer narrative:
H3 other text: evaluated by third-party.